Manufacturer narrative:
The biomedical engineer (bme) reported that his central nurse's station (cns) just went black and stopped working. The bme will not be sending in the unit. He plans to buy a new one due to the screen being out of warranty. Nihon kohden technical support provided the customer with the part number for the cns screen.

Event description:
The biomedical engineer (bme) reported that his central nurse's station (cns) just went black and stopped working.